Event description:
It was reported that balloon rupture occurred. The 95% stenosed, target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient status was in good condition.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.